Manufacturer narrative:
The device involved in the event was not returned. The device history (DHR) for lot 4047664 was reviewed and there were no relevant non-conformance found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was not returned to the manufacturer for further investigation.

Event description:
It was reported that, on an unknown date, the patient's mother reported seeing blood coming from the line. It was reported that, upon assessment, the line was broken at the point where the tubing connects to the hub. There was no patient harm reported. No additional information is available at this time.